Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading over 600 mg/dl to "high". Cause of high bg was not known. Customer performed a supply change and administered a bolus via the pump and a manual injection to address the issue and went to the emergency room on (B)(6) 2023 with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.